Manufacturer narrative:
It was reported that communication errors occurred when the computer tried to connect to the robot arm at the beginning of the surgery. A full analysis of data log confirmed that four communications failures occurred at arm connection, resulting in shutdown of the device. The communication failures occurred due to the robot arm position being out of limits. It could not be determined why the robot arm was out of limits.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
The robot was attached to the patient and the locked to the floor. The surgeon was ready to begin registration, but when the computer tried to connect to the robotic arm there was a communication failure and the robot shut down. The robot was restarted and had the same issue 2 more times. The side cases were then removed and the arm was manually released. The patient folder was reopened and the registration was restarted and the arm connected. The case continued as planned. This delayed the case approximately 20 minutes. No incision had been made at the time of the communication failures.